Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient notifier test was performed on an advisory device, the vibration could not be activated. The vibration test was attempted for several times, but the issue could not be resolved. Device replacement was recommended. Physician decided to observe the device through merlin.net transmission and regular follow-up. There were no adverse consequences to the patient due to this event. The device is subject to the fsca advisory for premature battery depletion.